Event description:
Fluoro did not stop when foot switch wad depressed. Therapist had to use emergency stop interlock to shut down machine.

Event description:
1. The event description states the following: "fluoro did not stop when foot switch was depressed. Therapist had to use emergency stop interlock to shut down machine." For the fluoro to operate the operator or therapist in this case must depress the fluoro footswitch as was indicated. The fluoro will stop when the footswitch is released not depressed. From this description I have to conclude that the system was operating normally and there was no system fault. 2. Based on the report info, there is no way to contact the site where this incident was reported and there is no person to contact. There is no info as to where this site is located and there is no product serial number to help to locate this product. It is impossible to investigate this report any further without more detailed info.